Event description:
It was reported the atrial lead exhibited noise and low pacing impedance. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low pacing impedance was confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at the distal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.